Manufacturer narrative:
A getinge field service engineer (fse) evaluated unit and confirmed front-end board ECG connector was broken. Fse replaced front-end board (d670-00-1164) to resolve the issue. The operation check was performed and it was good.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) customers are having difficulty plugging and unplugging the ECG cable. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.